Manufacturer narrative:
(B)(4). The customer reports that the device display works intermittently and there also multiple colors in the picture. There was no reported patient involvement. The philips repair technician evaluated the device and could not duplicate the color lines in display. It was found that the ribbon cable was not seated all the way on processor pca for the display. The ribbon cable was reseated on the processor board to resolve the problem. All performance assurance tests passed and the device was sent back to the customer. We will consider that the reported intermittent display and the multiple colors the result of the display ribbon cable not being properly seated on the processor board.

Event description:
The customer reports that the device display works intermittently and there also multiple colors in the picture. There was no reported patient involvement.